Event description:
During a brain biopsy procedure, the surgeon extracted multiple samples for pathology evaluation. The pathology results indicated that healthy brain tissue had been removed. No significant delays or adverse consequences to the patient were associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During a brain biopsy procedure, the surgeon extracted multiple samples for pathology evaluation. The pathology results indicated that healthy brain tissue had been removed. No significant delays or adverse consequences to the patient were associated with the event.